Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress.

Event description:
Description of event according to patient: (B)(6) 2022: the filter migrated. When they removed it, they had to reach way down into the bottom of the vena cava. It was just lying there. He was not aware of any other interventions but believed that there were some. Patient said that he has suffered cardiac arrest, stroke, neuropathy, renal failure, neurological failure and respiratory failure due to this. He said that he received 18 minutes of CPR. He also said that his right leg does not function and his right foot is floppy. He could not recall the year or month of the implant date, adverse events or explant date. He believes that the hospital for implant, treatment and explant was either one of two hospitals. He said both are in the milwaukee area.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the patient reported a migrated filter, which was found ¿right at the bottom¿ of the vena cava and it appears that the described events and adverse consequences are a result of a ivc filter retrieval procedure. The patient was not aware of any other interventions but believed that there were some. No device was returned for analysis and no imaging was provided. Therefore, based on the very limited information provided the exact reason for the reported event cannot be determined, but filter migration is a well-recognized potential complication and described in the IFU. It appears that these adverse events are related to the retrieval procedure itself rather than the actual migrated filter. Filter retrievals are usually short procedures and regarded as relatively safe with few associated adverse events. In contrast, without further information no proper clinical evaluation of this complaint is possible, but the complaint will be reopened, in case any additional information will be provided. Cook was unable to conduct a review of the device master record, as the filter type is unknown. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.